Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the volume discrepancy and the patient symptoms have not been resolved. The pump was checked again and it's not pumping - almost no volume delivered since the last check. The cause of the volume discrepancy and patient symptoms was not determined. The manufacture representative followed-up with the doctor on (B)(6) 2019 and stated that the patient has had a successful trial of stim and will be getting the pump removed. The doctor will notify us when the pump is removed so that we can return the pump for testing. No further complications were reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 31-oct-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (7 mg/ml) at a dose of 1.5982 mg/day, bupivacaine (25 mg/ml) at a dose of 5.708 mg/day, and clonidine (0.4 mg/ml) at a dose of 0.09133 mg/day via an implantable pump. The indication for use was not provided. It was reported that the patient presented for a refill of the pump on (B)(6) 2019 and that the physician programmer indicated that the expected reservoir volume would be 19 ml, but 38 ml were withdrawn. It was stated that the patient had been experiencing withdrawals, including body temperature, shivers, shakes, sweats, and an increase in pain levels. It was noted that the doctor believed the pump was affected by an MRI (magnetic resonance imaging) because the patient had an MRI on (B)(6) 2019 and started suffering withdrawals shortly after. The event logs indicated that the pump stalled at 12:22 and recovered at 13:44 the day of the MRI, and there were no other events out of the ordinary in the logs. No other troubleshooting had been performed yet. It was suggested to the doctor that a dye study would indicate if there was any issue with the catheter, but the doctor was not keen to intervene and wanted to wait to see how the next refill looks. It was also noted that the pump had been replaced in 2018, and that it was suggested that a dye study be performed at that time but the doctor seemed reluctant to perform one. The patient was keen to have the catheter explored and had requested that the doctor checks it. The patient reportedly had no issues with previous pumps and was keen to have it working again. The doctor prescribed oral medications (oral morphine 5 mg/ml) as a backup to cover breakthrough pain. Surgical intervention was not planned. At the time of the report the issue was not resolved and the patient status was alive without injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump had been explanted on (B)(6)2019 and was being sent back for analysis. It was indicated that there was a small segment of the catheter attached to the pump (which is still attached and will be returned with the pump) but the rest of the catheter was tied off and let in-situ.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the date for the next refill was not yet scheduled but was suggested to be in about mid-june. It was noted that additional information would be available at that time.